Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking and the blade broke. There was no known patient involvement; no known patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was received for evaluation. The event of the broken accessory was confirmed; however, the event of leaking was not confirmed and no malfunctions were found related to leaking. The event of the broken accessory was found to be caused by a damaged drivetrain. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking and the blade broke. There was no known patient involvement; no known patient impact.